Event description:
The customer complained of a questionable elecsys troponin t gen5 stat assay (tntstat5) result for 1 patient tested on a cobas 6000 e 601 module. The initial tntstat5 result was 64 ng/l with a repeat result of 19 ng/l. The sample was tested on another instrument twice with the results of 18 ng/l and 18 ng/l. The erroneous result was not reported outside of the laboratory. The tntstat5 result of 19 ng/l was deemed to be correct. There was no adverse event. The tntstat5 reagent lot was 30564900 with an expiration date of 30-jun-2019. The patient sample was centrifuged by a modular pre-analytical system and the sample was manually loaded onto the instrument. The provided qc data gave no indication of a performance issue with the reagent or the instrument. The customer refused to have the analyzer serviced as they believed there was no mechanical issue with the analyzer. The customer believed the issue was due to a pre-analytical issue and was going to evaluate new sample container vendors. The investigation did not identify a product problem. The cause of the event could not be determined based on the information provided.